Event description:
Information was received from a patient and manufacturer representative (rep) regarding an external device to an implantable pump infusing bupivacaine and fentanyl for non-malignant pain. It was reported that the patient was having problems with their personal therapy manager (ptm) since a couple of months ago. The patient stated that it used to take 3-4 minutes to connect to the pump to get a bolus and now it was taking 7-8 minutes. The patient stated that the screen would start switching screens and go from one to another until they hit the back arrow to get it on the right screen. An agent assisted the patient with clearing the data on the handset, and the patient said they were getting the tutorial screen. The agent assisted the patient with deactivating the tutorial and connecting. The patient's myptm app was able to connect very fast and they were seeing the lockout screen. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3. Date is approximate. Year is confirmed valid. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.